Manufacturer narrative:
(B)(4). Lot # manufacture date quantity affected: 2100091579 07 october 2016 1, 2100112335 30 november 2016 8, 2100114749 02 december 2016 11, 2100115276 03 december 2016 20. Method: 40 complaint rt266 circuits were returned to fph (B)(4) for evaluation. The devices were visually inspected and pressure tested. Result: 25 circuits were visually inspected and all had a crack along one of the swivel ports. Pressure testing revealed that 14 circuits were outside specification. One circuit was visually inspected and the swivel and elbow components were found disassembled. There was no damage to these components. The swivel and elbow were assembled together. The reassembled parts of the swivel formed a tight fit and could not easily be pulled apart. Pressure testing of the reassembled circuit revealed that the circuit was within specification. The remaining 14 circuits were visually inspected and no cracks were found. Pressure testing revealed that all of these circuits were within specification. Conclusion: we could not determine why one circuit disassembled during use as it formed a tight fit when reassembled and tested. We have not yet determined the cause of the swivels cracking. With regard to the cracked swivels we are reviewing our moulding process in order to determine the reason for this failure and we will take steps to address this when a cause is found. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure tested during production, and those that fail are rejected. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit also state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(4) reported via a distributor that 40 rt266 infant dual heated evaqua2 breathing circuits had a broken swivel wye. This was found before patient use.

Manufacturer narrative:
(B)(4). Lot # 2100091579, manufacture date: 07 october 2016, quantity affected: 1; 2100112335, 30 november 2016, 8; 2100114749, 02 december 2016, 11; 2100115276, 03 december 2016, 20. The complaint rt266 circuits are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in south korea reported via a distributor that rt266 infant dual-heated evaqua2 breathing circuits had a broken swivel wye. This was found before use. There was no patient involvement.